Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. No exact date provided. Pt's therapeutic range: 2-3. Pt's inr is usually stable around 2.3-2.7. Doctor did change her coumadin dose due to inratio results. Pt has been testing on the inratio meter since jan and is normally on the higher end of her therapeutic range. Same strips used for the first two tests, different lot number used for today's test. Unable to provide strip lot used for first two tests.